Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-24mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Customer had assistance from paramedics who started intravenous glucose and monitored bg levels until they were in target. Reportedly, after customer goes low their right side of body goes numb and feels pain from hip and ankle for a few days. Recommendation was made to consult with a healthcare provider to discuss diabetes management.